Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced discomfort at the ipg site due to weight gain. Subsequently, the patient underwent surgical intervention where the ipg pocket site was revised. During the procedure, the physician also explanted and replaced the patient's ipg with a different model. The reported issue is now resolved.